Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in a nursing home stay due to chronic obstructive pulmonary disease and high blood glucose level of 1200 mg/dl. The customer was treated with injections at the hospital. The customer stated that the insulin pump had battery issues. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.